Manufacturer narrative:
The customer¿s complaint of the male luer breaking off was confirmed. During visual inspection, it was noted immediately that the male luer tip was broken. Closer inspection under a lab microscope observed stress marks at the break site of the male luer tip. No tool marks were noted. The set was pressure tested and leaking was observed immediately at the male luer. The root cause of the break is due to excessive force as indicated by the visible stress marks observed on the broken male luer tip. The reported concomitant b-braun extension set was not returned for evaluation.

Event description:
It was reported in the ICU that while disconnecting the tubing set from the adult patient, the male luer broke off and remained in the b. Braun extension set (B)(4) in the IV. The broken male luer could not be removed and the IV had to be removed. Currently the practice is to scrub the IV hub for 20 seconds and allot to dry for 20 seconds with the IV tubing sets changed out every 96 hours. The customer stated that there was no patient harm caused by the event.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient age and dob requested but not provided.

Event description:
It was reported in the ICU that while disconnecting the tubing set from the patient, the male luer broke off and remained in the extension set (caresite luer access device) in the IV. The broken male luer could not be removed and the IV had to be removed. There was no report of patient harm.